Event description:
It was reported a patient's right ventricular (rv) lead presented with far p-wave oversensing due to dislodgement. Impedance and sensing had also dropped, and the lead was oversensing with double counting. The rv lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.